Event description:
The customer reported the unit does not charge the battery. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the unit does not charge the battery. No pt involvement was reported. A philips bench tech evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue. The device remains at the customer site.